Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site on to service the system for intermittent 32097 error on universal surgical manipulator (usm1). Fse replaced the usm to resolve the issue. System passed all applicable tests and inspections. Isi has received the usm involved with this complaint to perform failure analysis. The reported errors were confirmed in the logs, and they were also replicated during testing. Errors were caused by the defective clock spring, parallelogram, and rolling loop fiber.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the patient side cart (psc) had a non-recoverable fault on universal surgical manipulator (usm1). The customer deactivated the usm1 upon the non-recoverable error and completed the case with a three-usms configuration. The technical support engineer (tse) reviewed the system logs and confirmed a single 25730 and 23093 in the logs. The tse walked the customer through a hard power cycle on the psc clearing the two errors. The tse reviewed the system logs and viewed multiple 1126 and 31226 errors on usm1. The procedure was completed with no reported injury.